Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and motor position encoder error alarm was confirmed in the history file. Unable to perform unexpected restart error test, occlusion test and excessive no delivery test or verify motion sensor test failure alarms due to motor error alarms. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The operating currents are within specifications and passed the rewind, basic occlusion test, prime test and displacement test. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating motor error alarm from the insulin pump. The customer's blood glucose reading was 89 mg/dl. The customer stated that the alarm occurred during bolus. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error in the alarm history. The customer also received motion sensor test failure alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.